Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, defibrillation threshold (dft) testing in initial polarity failed at 11j and 17j. The physician waited five minutes, then performed a reversed 21j shock, which failed, however, was successful at 26j. The physician wanted another round of testing in initial polarity with failed at 21j and 29j. While waiting for the patient to recover from testing, the patient reportedly desaturated to the 80's and entered into pulseless electrical activity (pea). A code was called, chest compressions were performed and the patient was intubated. The patient recovered whiel on the electrophysiology table and was responding to commands. The patient was reportedly doing well and was sent to the telemetry floor. The physician programmed the device to reversed polarity at 41j for all shocks. The physician felt that with poor ejection fraction (ef) and narcotics, the patient may have developed acidosis. The physician may consider additional dft testing at a future time. No further observations were noted.